Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose. The blood glucose values provided were 351 mg/dl, 67 mg/dl, 64 mg/dl, 54 mg/dl and 51 mg/dl. Customer stated that, they had a few sensors go into cal error lately. Customer did not receive a change sensor alert after a calibration error. The customer declined troubleshooting of the sensor for calibration error. The device will not be returned for analysis.